Event description:
It was reported that a CT with contrast noted stent graft stenosis in the right iliac.

Event description:
Additional information was received: a CT revealed that there has been interval growth in the aneurysm sac presumably due to the type iia endoleak from a lumbar. The type ii endoleak was left uncorrected. The aneurysm was 68 mm in diameter. The investigator assessed the event as unrelated to the device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm in diameter fusiform abdominal aortic aneurysm approximately 30 months ago. Vessel morphology was reported as the infra-renal angle was 20 degree. Proximal aorta was 26 mm in diameter and 30 mm in length. Right iliac artery was 17-20 mm in diameter and the left iliac artery was 15-16 mm in diameter. The right and left femoral arteries were 10 mm in diameter. Visualization was poor during the procedure due to the patient being obese. It was reported that two months post index procedure the CT revealed a type ii endoleak. No intervention was performed. It was reported that 26 months post index procedure the patient developed right leg discomfort that persisted through the day. A CT scan revealed thrombosis in the right limb. A thromboembolectomy and fasciotomy were performed. The investigator has not indicated if the event is related to the study device or study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); (cause is unknown). Conclusion: (cause is unknown).

Manufacturer narrative:
Review of cta¿s 52 months post-implant revealed that the endurant bifurcate was positioned just below the renal arteries. The ipsilateral limb + extension were seen within the left common iliac artery, and the contra limb + extension were within the right common iliac artery. The max diameter aaa measured 7.7cm. No obvious endoleak was seen. Within the contralateral limbs, just below the level of the gate, a small amount (<(><<)>5mm thickness) of thrombus was seen along a 3cm length limb segment. Some thrombus was also seen just distal to the contra limb near the iliac bifurcation. The stent graft ID in the thrombosed section ranges from 15 - 17mm and the limb was not noticeably angulated, kinked or compressed. There is calcification seen at the right iliac artery bifurcation, and the right external iliac artery diameter was 10mm - 12mm and free of calcification. Review of cta¿s from 53 months post-implant revealed that coils had been placed within the lateral and posterior aaa sac since the previous study. The current aaa max diameter was 7.8cm and no obvious endoleak was seen. A noticeable increase in the amount of thrombus was seen within the contra limbs. The left/ipsilateral limbs are patent. There is little change in the stent graft in-vivo configuration. The cause of the thrombus seen within the contra/right limbs cannot be determined. The thrombosed stent grafts are >15mm in ID, with no appreciable angulation, and no kinks or compression. Analysis of the returned films did not reveal any characteristics that could explain this observed event. It is possible that this is a patient condition; poor distal runoff. The reported type ii endoleak was anatomy related.

Event description:
Additional information received from the investigator that there is no plan for treating the previously reported stenosis, as the patient had no symptoms.